Manufacturer narrative:
(B)(4). One used set with no cap on spike and no cap on patient connector was received in reference to leak. Set was rinsed with 1:10 bleach solution for disinfecting per local sop. Set was tested underwater at 8 psi with leak noted from cut approximately 1 5/8 from sleeve in closed position. During visual inspection it was noted that the tip of the spike was bent inward. The complaint was confirmed in the lab for leak and damaged.

Event description:
During evaluation for the transfer set having a leak it was noted that the tip of the spike was bent inward. There was no patient involvement and no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).this complaint for damaged is confirmed because evaluation of the returned sample identified that the tip of the spike was bent inward. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed.